Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that right iui replaced due to corroded pins. Exp plastic recall completed - rear case. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the iui male(right). A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 08mar2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.